Manufacturer narrative:
One device was returned for repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual testing found that the dso sensor was in substandard condition. Functional testing found that the air sensor was faulty.

Event description:
It was reported that device was returned for repair. The issue was air message detected at each tubing installation. The errored during testing. There was no patient involvement.